Manufacturer narrative:
(B)(4). The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. The seal plugs were intact and all set screws moved freely. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting a df-4 lead into the header of this device resulting in the out-of-range pacing impedance measurements that were observed clinically.

Event description:
It was reported that during a device change out procedure, the chronic non-boston scientific right ventricular (rv) lead was connected to this cardiac resynchronization therapy defibrillator (crt-d) but no sensing was observed and the pacing impedance measurements were high, out-of-range at greater than 3,000 ohms. The connections were checked, and the lead was tested again on the psa, with normal impedances noted. The lead was reconnected to the device but the issue did not resolve. A new device of the same model was tried and the same observations occurred. Therefore, the chronic rv lead was surgically abandoned and replaced with a boston scientific rv lead. This lead was connected to the second device and normal lead measurements were obtained. No adverse patient effects were reported. The first device was returned and is undergoing laboratory analysis.